Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. However a failure mode or a potential root cause of this failure mode could due to drainage eye occlusion blocked drainage lumen caused by plc failure. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the customer was getting leaks, infections and they got clogged up . It was suspected that the last one was clogged. The customer was bleeding and had questions about the size of the catheter and the size of the bags attached. It was unknown what medical intervention was provided.